Event description:
It has been reported to philips that the system intermittently crashed and the screen turned blue. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the blue screen and images have line artifact. Upon functional testing the fse found that the device crashed occasionally. To resolve this issue, the fse replaced the single board computer (sbc) main board, reinstalled the host pc software and re-calibrated the tablet. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.